Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch verioiq meter read inaccurately low compared to another device. This complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone to obtain additional information. The reporter claimed that 2 weeks prior to contacting lfs, the patient tested with the subject meter and on a laboratory device within 10 minutes of each other and the result obtained on the subject meter was "12% less" than the lab result. The reporter did not recall the blood glucose readings obtained either on the subject meter or laboratory device. Prior to the meter to lab comparison, it is not known what results the patient was obtaining with the subject meter. The reporter mentioned the patient manages his diabetes with insulin; however, it is also not known if the patient made any adjustments to his diabetes management regimen in response to alleged inaccurate readings he was obtaining with the subject meter. The reporter claimed that the patient developed symptoms of "extreme thirst and felt like being lethargic" prior to when the alleged meter inaccuracy began; however, also claimed the patient was symptomatic after the issue started. The patient's relative reported that about the same time frame the inaccuracy began, the patient saw his hcp and was either administered 6 more units of lispro insulin by his hcp or was advised by his hcp to take an additional 6 units of the insulin. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for a serious injury by an hcp after obtaining an alleged inaccurate low result with the subject meter.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the complaint could not be reproduced with the meter. The test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter on (B)(4) 2013 and test strips on (B)(4) 2013.